Event description:
The customers visiting nurse stated the device was storing values that were not received. A blood glucose test was run on at 4:54pm, result was 139 mg/dl. That result would come up in memory, but it also shows a result at 4:58pm of 111 mg/dl which was never run. The visiting nurse stated multiple examples of this. Wrong controls were in use. A request was made for the return of the suspect device and replacement product was sent.